Event description:
It was reported that the patient experienced chest pain 3 days post-op. Loss of capture and low sensing was observed. Pacing impedance was low. Perforation was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.